Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 48 mg/dl. Customer did not stated any symptoms and treatment related to low blood glucose. It was unknown if the auto mode feature was active or not at the time of incident. The insulin pump alarmed pump error alarm and had blank display. Customer stated that there was moisture on the battery compartment. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts were not missing or damaged. Customer stated that the battery compartment and spring were neither damaged nor corroded. Customer stated that the display did not return after troubleshooting. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring = black case type: ngp customer returned device for an alleged low blood glucs, blank display, unexpected e/a alarm and exposure to moisture found on (B)(6) 2022. Ldevice was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify unexpected e/a alarm due to blank display. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Device was cut open to perform visual inspection and found corrosion on the electric board , force sensor, motor and vibrator¿assembly noted.the original eletctrc board 2 was cleaned using isopropyl alcohol and swapped out with a working test electric board 1, case, internal battery and motor. Powered the device on using the battery simulator and blank display noted. The original electric board 1 was cleaned using isopropyl alcohol and swapped out with a working test electric board 2, case, internal battery and motor. Powered the device on using the battery simulator and blank display noted. Blank display was confirmed due to corrosion on the electric board . Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to verify customer alleged for low blood glucose. Unable to download history files and traces using thus due to blank display. Unable to verify unexpected e/a alarm and perform the required testing due to blank display. Blank display was confirmed due to corrosion on the electric board . During visual inspection, corrosion was also found on the force sensor, motor and vibrator¿assembly noted. Device exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.